Manufacturer narrative:
The ge service representative performed an on-site investigation. The system was checked and a quote was given for a single board computer kit and system batteries. No other repair information is available, however the system is operating as intended.

Event description:
The customer reported that the system displayed an error message and locked up during a case. No patient injury was reported.